Manufacturer narrative:
The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center's color was represented poorly, as blood was brown and therefore could not identify structures and type of bleeding correctly. The issue was found during a procedure. There were no reports of patient harm.